Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Doctor reported the following event: "during the extraction of a stryker plate, the screws were blocked. Difficulty to extract the plate. Surgical delay."

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. The customer was asked many times for the product return and to gather more information; he informed us no further information is available and the product will not be returned. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated.

Event description:
Doctor reported the following event : "during the extraction of a stryker plate the screws were blocked. Difficulty to extract the plate. Surgical delay."